Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the sigmoid colectomy, with a rectosigmoid tumor removal while firing, the stapler did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. The surgeon had challenge firing the stapler and heard ¿cracking.¿ sound on the handle. Stopped firing and grabbed a new handle and reload, did this few times. There was a surgical extension of 30 minutes or more. To resolve the issue, there was multiple handles and reloads were used. There was no patient injury.